Event description:
On (B)(6) 2011, customer reported that the wash concentrate canister was leaking on the dxc 800 pro instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and cleaned up the wash concentrate. Fse replaced valve v-12. Fse checked wash concentrate float switch and tightened quick fit connector on top of canister. Quality control was within range and the instrument is operating normally.

Manufacturer narrative:
(B)(4).